Manufacturer narrative:
Complaint allegation is not confirmed. Visual inspection confirmed the deployment of the first and second meniscal cinch¿ ii implants. There was no evidence of the implants remaining in the cannula. Functional testing was performed and noted that the right trigger was stuck, and the left trigger worked as required. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/11/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-4501 meniscal cinch iis second implant did not deploy. This occurred during a meniscus repair on (B)(6) 2024 when the first implant was set successfully, but when they pulled back the first button to push the second one, it was stuck. The procedure was finally completed by using another new ar-4501. Additional information received on 3/14/2024: all the larger broken fragments were retrieved, but some small ones remain in the patient.